Event description:
It was reported that a rapid change in battery charge resulted in an unexpected shutdown of the pump. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller about necessary steps after a shutdown, including resetting certain settings, and confirmed the issue by logs. They restarted the pump, and the customer reloaded the cartridge, resumed insulin delivery, and rejoined the cgm. The customer was advised to monitor the system and call back if the issue persists.